Event description:
It was reported that upon start up the cs300 intra-aortic balloon pump (iabp) had an error code #9. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6 (evaluation method code), h10.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and could not verify the error code 9 the customer had reported, which indicates an issue with the fiber optics. The stm replaced the fiber optic assembly due to the reported code. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. Complete initial reporter name: (B)(6).

Event description:
It was reported that upon start up the cs300 intra-aortic balloon pump (iabp) had an error code #9. There was no patient involvement and no adverse event was reported.